Event description:
Reportedly, during patient use the touch screen was unresponsive. The patient was manually ventilated and transferred to another ventilator. There were no reported serious or negative patient consequences.

Manufacturer narrative:
(B)(4).